Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise. The lead will be capped. No further information is available.

Event description:
Additional information received indicated that the physician disconnected the device. The patient refused the lead revision procedure. The lead serial number was (B)(4).